Event description:
A trilogy ev300 was sent to a third-party service center for preventative maintenance due to a customer alleged a "ventilator service required" alarm occurred. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the service center, error codes were recorded in the device event log indicating (active exhalation valve failure) and (active exhalation control module failure). The technician installed the active exhalation control module valve (aecm), system board (pcba), and pm kit to address the issue. All tubing and internal filters are clean. The ev300 passed all testable parameters and safety tests. Calibrated the circuit. Updated the software to: 1.05.10.00. The system meets the specification for the performed service and is returned to use. The trilogy evo system board was sent to the philips product investigation lab (pil) for further investigation of error codes e-84, e-133 and e-162 which were recorded in the event log. Pil installed the trilogy evo system board on the trilogy evo stb and ran therapy for approximately 1 hour and the system board operates without issue, neither e-84, e-133 nor e-162 reoccurred. Pil concluded that the system board operates as designed. The trilogy evo system board has been scrapped.